Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients left eye (os). Lens tear/ break was reported. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5-the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.0/1.5/123 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Lens tear/break during injection/delivery into the eye; there was patient contact but no patient injury. On (B)(6) 2022 the lens was exchanged for a same model and size lens with similar power and the problem was resolved. Cause reported as unknown. D4- (B)(6) 2024. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).